Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator's o2 air outlet was damaged. No patient injury or adverse affects have been reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seal intact. The device was received in with a loose patient outlet connector, damaged front panel, missing oxygen and peep knobs. The customer reported problem was verified/duplicated. The patient outlet connector was not inserted into the device. It was observed that some form of impact caused the reported issue, which was traced to the customer/user interface. For corrective action, the manifold vrv (variable refrigerant flow) block was replaced. The root cause of the reported problem was traced to user interface. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.the manufacturing DHR is not relevant to the investigation as the issue was caused by impact this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).